Event description:
The customer called for help with her breeze2 meter. She alleged that she had been hospitalized due to her meter readings. During the call, it was discovered the customer was using expired test strips. No additional information was provided regarding the customer's hospitalization. No product will be returned. The customer's meter was replaced due to a broken latch.